Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the 9900 system had a motion detector error and the power switch would not work. No pt injury was reported.